Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during fill 3 of 5, while the hp was connected. The hp stated that there was a leak at the connection site between the heater bag and the heater line due to a loose connection. The technical service representative (tsr) had the hp cycle the power in order to clear the alarm. The hp was going to finish therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported by the patient that there was a loose connection between the heater bag and the heater line. The cause was not determined, however, a loose connection is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.